Event description:
It was reported that an alert for high pacing lead impedance was noted. The lead was explanted and replaced without complications.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.